Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and defects found on the device. Most likely underlying root cause of malfunction: foreign material was discovered on the strip connector (blood like substance).

Event description:
Consumer complaint of high blood results. Strips within expiration date. Ran a back to back blood test: 220 mg/dl and 224 mg/dl. The customer states that her normal result is about 125-137 mg/dl. Recalled the last five blood results (the customer states that the time/date are incorrect): (B)(6). The customer stores the meter and the test strips inside the carrying case in on the table in the dining room. The customer states that the box of test strips were opened two weeks ago but did not write down the date that the vial was opened. The customer physically does feel fine, no medical attention needed. No adverse event reported.

Event description:
Consumer complaint of high blood results. Strips within expiration date. Ran a back to back blood test: 220 mg/dl and 224 mg/dl. The customer states that her normal result is about 125-137 mg/dl. Recalled the last five blood results (the customer states that the time/date are incorrect): 170 mg/dl on (B)(6) 2015 at 04:04 pm; 1268 mg/dl on (B)(6) 2015 at 04:03 pm; 337 mg/dl on (B)(6) 2015 at 11:50 pm; 160 mg/dl on (B)(6) 2015 at 04:08 pm; 169 mg/dl on (B)(6) 2015 at 11:18 am. The customer stores the meter and the test strips inside the carrying case in on the table in the dining room. The customer states that the box of test strips were opened two weeks ago but did not write down the date that the vial was opened. The customer physically does feel fine, no medical attention needed. No adverse event reported.